Event description:
It was reported that a malfunction alarm occurred. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide details. Technical support provided guidance on resetting the pump, and the issue did not recur after the reset. Reportedly, the customer continued to use the pump for insulin therapy.